Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the physician had difficulties during femoral access. The distal part of the vizigo (opened lumen) was replicated on itself. He then ¿used for the transeptal punction¿, but it was not possible to pass the patent foramen oval. When the vizigo was replaced, the issue was resolved. There was no patient consequence.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device and photo for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).